Event description:
As reported by our (B)(4) affiliate, during the transaortic tavr procedure, the sapien xt valve was deployed in a canted position, resulting in an overhanging leaflet and mild paravalvular leak (pvl). A second valve was deployed. Initially, the valve was not positioned coaxially in the native valve due to the patient's anatomy. The hope was that it would deploy coaxially and align itself during deployment. Once deployed, the valve landed in an 80:20 aortic/ventricular position on the non-coronary cusp side, and approximately 50:50 on the left-coronary cusp side. Angiography post deployment showed a significant overhanging leaflet with mild pvl on the left side. It was believed that the calcified leaflet sitting on the aortic side of the stent could potentially migrate the valve into the ventricle, so the decision was made to deploy a second 26mm sapien xt valve in a more aortic position. The second valve was deployed 80:20 within the first valve and the pvl was resolved. The patient was in stable condition at the end of the procedure. The native aortic annular diameter was 20mm x 28mm by CT with an area of 450mm². The aortic valve had moderate calcification and the leaflets were severely calcified. The image intensifier angle was noted as good and the coaxial alignment of the valve and delivery system was described as fair, ventilation was not held and there was no loss of pacing capture during deployment. The malposition was attributed to the poor coaxial alignment of the delivery system and valve due to the anatomy of the patient.

Manufacturer narrative:
Per the instructions for use, valve malposition is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or severely/bulky calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition, bav may provide indication of potential balloon movement during valve deployment. In this case, the malposition of the valve was attributed to the poor coaxial alignment of the delivery system/valve due to the patient¿s severe leaflet calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.